Event description:
It was reported that the patient developed a systemic infection from the generator pocket. The implantable cardiac defibrillator (ICD) and leads were explanted and replaced five days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d314trg ICD, (B)(6) 2011. A 694765 lead, (B)(6) 2008. (B)(4).